Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The logs from the thermal therapy system were returned to the manufacturer for evaluation. Analysis found that the reported issue was consistent with a known issue in the medtronic navigation software anomaly tracking database. Other relevant device(s) are: product ID: m450001b018, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft neuro tissue ablation procedure. It was reported that there was an improper data sequence. The console was noted to have picked up a blank phase on the temperature map (tmap) during the ablation. Subsequently, the thermal therapy system displayed a white screen with noise on the tmap. The surgeon elected to continue with the ablation until the tmap normalized. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.